Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 45985". No adverse effects were reported.

Manufacturer narrative:
Additional information was included about the event. Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The customer reported problem of the constant upstream alarm message could not be duplicated. The event history log did however show evidence of multiple upstream alarm messages. The root cause of this issue was not established. The upstream occlusion sensor was replaced to address the product problem.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 45985". No adverse effects were reported. Additional information was received indicating that there was no patient involvement.